Event description:
It was reported that revision surgery was performed due to pain and poor flexion. Upon reviewing the reported info, it is clear this pt received implants from two different device mfrs. The femoral head component is from another orthopaedics company, and the acetabular cup was manufactured by smith & nephew.

Manufacturer narrative:
Upon reviewing the reported info, it is clear this pt received implants from two different device mfrs. The femoral head component is from another orthopaedics company, and the acetabular cup was manufactured by smith & nephew. Smith & nephew orthopaedics ltd. Recommends that smith & nephew orthopaedics, ltd. Products should never be used in conjunction with other manufacturer's implants.